Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dirt on cable unit, noise occurs, no image is displayed, watertightness fail. A root cause could not be identified. Based on the results of the investigation, the second camera was found to be defective due to dirt on the cable unit. Noise occurred, and no image was displayed. Additionally, the failure of water tightness due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head exhibited a second camera failed during an unspecified procedure. There were no reports of patient harm.